Event description:
A nurse reported the haptic tore on the intraocular lens during insertion. This resulted in a torn posterior capsule and subsequent vitrectomy.

Manufacturer narrative:
H.6-the intraocular lens was received and confirmed to have signs of handling. One haptic was broken and the optic was scratched. Our inspection reasonably suggest the damage is not manufacturing related. Lens met all specifications prior to release. A definitive cause for this adverse event is undeterminable.